Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the time of installation, the device demonstrated an alert for entry occlusion which makes the device impossible to use. No patient injury was reported.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) picture was received for evaluation. Visual inspection analysis conducted it could be observed a top view of product connected to a pump which display an "occlusion alarm"; however, it can not observed any obstruction nor other condition than can cause the failure mode. No testing could be performed because no samples were provided to perform a thorough investigation. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).